Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter couldn't be implemented as the spring wire guide (swg) couldn't pass through the central lumen during usage on the patient. As a result, a new catheter was successfully used. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) catheter couldn't be implemented as the spring wire guide (swg) couldn't pass through the central lumen during usage on the patient. As a result, a new catheter was successfully used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "swg couldn't pass through the central lumen" is confirmed. Upon visual inspection, a kink was noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the location of the kink. The root cause of the kinked central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.